Event description:
3m received info that a (B)(6) customer with a severe latex allergy developed large raised, red, hives exactly where the electrodes had been placed during a procedure. The reaction spread to the customer's torso, then to her arms and legs. Reportedly, the customer was treated in the emergency room with benadryl and 50 mg of prednisone. She described the reaction as square and not clear in the center, and it was noted that she did not see the electrodes used during her procedure.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. No eval will be performed. Remedial action - this catalog number was subject to a recall on unrelated quality issues.